Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. The returned product was assessed for functionality and met functional specifications. White crusty substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed.

Event description:
Customer contacted ameda, inc. On (B)(6) 2015 to report an oily, gray fluid leaked from the purely yours breast pump base onto her bed linens while pumping with batteries. She reports no injury or burn to herself or others. Customer has been using 6 aa batteries in the battery compartment since losing her ac adapter. She states the fluid does not appear to come from the batteries which were left intact but is leaking from 4 notches in the battery compartment that secures the battery compartment door.